Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found no defects , establishing no relationship between the device and the reported event. The probable causes may include kinks, leaks or blockages. The instructions for use offers further guidance. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that when the pump was returned by (B)(6) hospital stating that the device displayed a low pressure alarm. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.